Manufacturer narrative:
Device evaluation: the evo-pc-10-11-4-b device of lot number c2331249 involved in this complaint was returned for evaluation, opened in the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 26 jan 2026. On evaluation of the device, the following was observed: visual inspection: direction button in deploy position, safety wire in place on return, red marker on 5th dimple, white tip slightly exposed on return, polyimide slightly bent below white tip. Functional inspection: handle actuating fine for deployment and recapture, stent deployed with no issue, safety wire removed with no issue, stent released and intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2331249. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0057) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed potentially to force applied to the device while advancing. It is known from the additional information that the device was inspected for damage before use. As per the instructions for use - visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. It is also known that the user experienced resistance while advancing the delivery system to the target location. This resistance may have been caused by the delivery path/patients anatomy. This resistance may have resulted in the need for force to be employed while attempting to navigate to the target location. This force may have caused the polyimide to become bent, resulting in the difficulty the user reported ¿ the inability to advance the device in the biliary tract. During the device evaluation at cook ireland, the handle actuated fine for deployment and recapture and the stent was able to be deployed without issue. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the customer found some issues when placing the evo-pc-10-11-4-b device of lot number c2331249. As per cc form, the final part of the stent¿s catheter(olive tip),was bent and it was impossible to advance it in the biliary tract. Confirmed quantity of 01 x used device. According to the initial reporter the patient did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure. A possible root cause could be attributed potentially to force applied to the device while advancing due to the delivery path/patients anatomy.

Event description:
A supplemental correction report is being submitted following a review of this complaint file on 28-jan-2026 to update imdrf codes. Additional information received on 8-jan-26. Was the product inspected for damage before use? (Kinks etc) yes. Are images of the device or procedure available? Yes. What was the target location? Biliary duct. Details of the wire guide used (diameter, type, make)? 0.035 acrobat. What endoscope type and channel size was used? Pentax duodenoscope. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type (e.g., cholodochojejunostomy) at what stage of the procedure did the complaint occur? (While inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning) during the insertion of the biliary stent. What was the length and diameter of the stricture? 1.5 cm, not serrated. Was the safety wire removed? If yes, at what point was it removed. No. Was the stricture dilated before stent placement? N/a, yes, no? No. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered? Yes. What was the position of the elevator during advancement? Partially opened. What was the position of the elevator during attempted deployment? Partially opened. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Change the stent. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes is the device available for return? Another day? N/a, same procedure, another day. Is the device available for return? Yes. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: customer found some issues when placing the stent.